Event description:
A baxter engineer reported a pump with a depleted battery. It is unk when this occurred. There was no pt injury or med intervention necessary according to the hosp rep. No additional contact info is available.